Event description:
Healthcare professional reported textured to smooth implant exchange. Healthcare professional later confirmed rupture. This record is for right side device. Device has been explanted.

Manufacturer narrative:
Continued: e1: state: (B)(6), zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Laboratory analysis summary device photograph(s) for the device related to the reported event of rupture and anxiety-product/procedure was reviewed on november 25, 2024. It is not possible to determine the lot number and catalog number of the photos provided. Visual analysis of the photographs identified: rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety-product/procedure: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported textured to smooth implant exchange. Healthcare professional later confirmed rupture. This record is for right side device. Device has been explanted.